Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Use error should be considered.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the patient had a blood glucose (bg) of 378 mg/dl with unspecified ketones and fruity breath odor. Patient required no unusual treatment. During troubleshooting, customer support found that a loss of prime issue had happened 3 or more times, but the cartridges were not being used per IFU, and attributed the bg excursion to training misuse. This complaint is being reported because the patient experienced hyperglycemia related to use error.